Manufacturer narrative:
Exposed sharp edgers on broken siderail assembly.

Event description:
It was reported by service report that both side rails were cracked by the headrest. There were reported exposed sharp edges. No patient involvement or adverse consequences are reported.